Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review, it was noted that the cardiac defibrillator exhibited long charge time. The device was explanted and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
Correction - should have been filled in the initial report.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.